Manufacturer narrative:
(B)(4). Estimated age - reportedly the patient was approximately (B)(6). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. Calcification was reportedly present at the right common femoral artery access site. The perclose proglide device instructions for use state under the special patient populations section that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. The other perclose proglide devices referenced were filed under separate medwatch manufacturer reports.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle-to-cuff miss was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Additionally, the customer returned one unused sterile proglide device for evaluation with the same part (12673-05) and lot number (40811k1), as the complaint device. The device was deployed and performed according to specifications. Based on the visual and functional analysis of the returned device, there is no indication of a product deficiency.

Event description:
It was reported that prior to a percutaneous endovascular aortic aneurysm repair (pevar) procedure, pre-close placement of the sutures was attempted in the left common femoral artery (lcfa) and in a calcified right common femoral artery (rcfa) through 7-french sized access sites. Reportedly, during suture placement at 12 o'clock position in the lcfa, a needle-to-cuff miss occurred. The device was removed and the sutures from two additional proglides, one at the 12 o'clock position and one at the device 10 o'clock device, were preplaced at the access site and set to the side. Reportedly, during suture placement at the rcfa access site, the initial six proglides incurred a needle-to-cuff miss. The sutures of two additional proglide devices were deployed and set to the side. The lcfa access site was upsized from 7-french to 12-french and the rcfa access site was upsized from 7-french to 14-french. After the pevar procedure, the sutures at both access sites were used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reportedly trained in the use of the perclose proglide device and in-training in the pre-close technique. No additional information was provided.